Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent hypoglycemia, including a lowest self-reported glucose of 39 mg/dl and a low lasting about one hour, and expressed concern that the system delivered a large mealtime bolus leading to lows; customer support reviewed reports, provided troubleshooting and education, and escalated to clinical support for follow-up. Symptoms included hypoglycemia requiring oral carbohydrate intake. Outcomes included the need for self-treatment with oral glucose and ongoing monitoring without medical intervention or hospitalization. Investigation included a review of available device data with customer support and clinical team engagement. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was identified based on information available. It was concluded that hypoglycemia occurred with an undetermined cause and that user education and follow-up were provided.